Manufacturer narrative:
The peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. Visual inspection of the returned cycler exterior showed no sign of physical damage or any fluid intrusion. The cycler performed as intended and treatment was completed without problems or alarms. The peritoneal dialysis. Patient's report of the cycler not draining with no alarm was not reproduced during the simulated treatments. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. Investigation of the device manufacturing records was also performed and no deviations or non-conformances were noted during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Upon review of the peritoneal dialysis (pd) patient's treatment history it was discovered an instance of increased intra-peritoneal volume (iipv) during treatment on (B)(6) 2016. The pd patient's clinic registered nurse (rn) confirmed the patient did not report any pain or discomfort and did not require hospitalization, medical intervention or additional treatment. She also reported the replacement cycler was delivered and the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. (B)(6). The patient did not require medical intervention or treatment as a result of the overfill.